Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. The surgeon was advancing the lens in the injector, then he noticed, the lens had torn. Lens was not inserted into the eye. There was no pt contact. Backup lens was implanted.

Manufacturer narrative:
(B)(4) eval method: lens work order search. Results: visual inspection of the returned product found optic and haptics are torn. Half of the lens is torn off and missing. Lens was returned in vial and in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval. (B)(4).